Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation procedure with a thermocool® smart touch¿ electrophysiology catheter and a deflection issue occurred. The catheter was changed and the issue resolved. The procedure was completed with no patient consequence. This event was originally assessed as not MDR reportable because the potential risk that it could cause or contribute to a serious injury or death is remote. The device was returned to the biosense webster failure analysis lab and scanning electron microscope showed evidence of a hole, stress marks and mechanical damage on the surface of the pebax. This finding is now MDR reportable because the break in catheter integrity poses a potential risk to the patient. The awareness date has been reset to january 17, 2018, the date of the reportable finding.

Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation procedure with a thermocool® smart touch¿ electrophysiology catheter and a deflection issue occurred. The returned device was visually inspected and it was found reddish material inside the pebax however, no visible damage was observed. Then per the event, a deflection test was performed and the catheter passed. Per the condition observed a scanning electron microscope (sem) testing was performed and the results showed evidence of a hole, stress marks and mechanical damage on the surface of the pebax, which is MDR reportable. It is possible that the damage was generated with an unknown object. No other anomalies were observed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. During manufacturing process all the catheters are inspected for visual damages before packaging. On line inspections and functional tests are in place to prevent this type of damage from leaving the facility. The customer complaint cannot be confirmed. Based on available analysis finding results, the damage on the pebax does not appear to be caused by any internal bwi processes, it could be related to the handling of the device. Manufacturer's ref. No: (B)(4).